Event description:
The parent of the patient reported that the patient experienced a sudden head trauma at home. The center confirmed that there was no lock between the implanted device and the external equipment. The center will pursue device revision surgery.